Manufacturer narrative:
The field service engineer found the active gripper was not adjusted correctly and the sipper nozzle was damaged. He replaced the sipper needle, pinch tubes, and pinch solenoid valves. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ferritin elecsys e2g results from the cobas e 801 module. Sample 1 initial result was 0.500 ng/ml with a data flag and the repeat result was 23.4 ng/ml. Sample 2 initial result was 0.500 ng/ml with a data flag and the repeat result was 10.2 ng/ml. Sample 3 initial result was 3.24 ng/ml and the repeat result was 163 ng/ml. It was requested but not known if the questionable result were reported outside of the laboratory. The reagent lot number was 65213901 with an expiration date of 31-dec-2023.